Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo a revision procedure wherein ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a trial procedure and was successful. The patient will undergo a permanent implant procedure.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo a revision procedure wherein ipg will be replaced.

Event description:
A report was received that the patient had difficulty charging ipg. The patient will undergo a revision procedure wherein ipg will be replaced.